Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that the cardiosave intra aortic ballon pump(iabp) had safety disk leaking issue. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Upon evaluation, the fse determined that the unit consistently failed the membrane leak test. The fse replaced the safety disk and completed a full preventive maintenance service under work order. The unit passed all functional and safety tests in accordance with manufacturer specifications. The following was performed by (B)(6), sr service technician of the maquet failure analysis and testing dept. The failure analysis and testing department received part safety disk with a reported unit failure of safety disk failed membrane leak test every time.the fat dept. Performed a visual inspection of the received component and confirmed that no physical damage or abnormalities were observed. The fat department installed part safety disk in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual the failure analysis and testing department found that the safety disk is failing membrane differential pressure status test by 9 mmhg as illustrated in the attached picture.the fat dept. Verified the failure of safety disk. Retaining the safety disk in fat dept. Per procedure.

Event description:
N/a.